Event description:
It was reported the staff stopped using the equipment mid case twice due to a lack of performance with the coag. The doctor was cutting the tissue with no rf behind it and the tissue was tearing. She shut the machine off, switched to cautery, and then turned the machine on and tried again after a few minutes with the same result. They opened a handpiece with a different lot number and had the same result. She bumped the coag up from 8 to 10 with the same result. A pulsar 1 was used and the doctor commented that she liked that one better.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition, with minor surface imperfections. The unit was not able to deliver rf energy, but after replacement of t3 and q1-q4 on the rf amplifier board, it delivered energy correctly. The unit was returned for non functional coag. It is likely that the insulation between the secondaries of the transformer t3 failed first (for unknown reasons) which then damaged q1-q4. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.